Event description:
Boston scientific received information that approximately one week post implant, a lead revision procedure was performed for a possible lead dislodgement. This lead's impedance measurements had also increased from 350 ohms to greater than 900 ohms with increased thresholds. During the revision procedure, it was noted that there was blood inside of the lead lumen starting at the terminal pin and going down to where the suture sleeve is located. As a result the lead was explanted and replaced. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation noted that the complete lead was returned, with no signs of setscrew markings on the terminal pin or ring of the lead. There was dried blood found throughout the lead lumen. There were no breaches or cuts found in the lead. All four tines remain intact with no sign of damage. Direct current testing showed all conductive paths were within specification. Microscopic inspection revealed no insulation breached or cut; lead also passed pressure test. It is possible infiltration may have entered through terminal pin or by way of stylet.

Manufacturer narrative:
The lead was explanted and successfully replaced. The lead will be returned to boston scientific for analysis.